Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with unknown saline implants on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's implants were intact found upon replacement surgery with catalog number 3507595mc; serial number (B)(6), on the left side and catalog number 3507595mc; serial number (B)(6), on the right side on (B)(6) 2021. Patient wanted bigger and switched to silicone. The following fields have been updated on this form: fields d6b for explantation date have been updated to (B)(6) 2021. Field h6 for medical device problem code has been updated to adverse event without identified device or use problem as the devices were found intact. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).